Manufacturer narrative:
Testing was performed on retained kit lot 087864 with the following internal serum/plasma control samples: (B)(6). The kit performed as expected. Additionally, qc data and batch records for lot 087864 were reviewed. Release testing was valid and the lot was found to be performing as expected. A review of the complaints reported false positive or unconfirmed false positive related to lot number 087864 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. In house testing was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
This report represents 1 of 2 (B)(6) ab results on serum samples tested with the alere determine hiv 1/2 ag/ab combo, reported by a customer to a sales representative. (B)(6) 4th generation hiv testing (unknown method) was (B)(6). Patient gender, pregnancy status, treatment and patient outcomes were unknown. Dates of events were not provided. This will be filed as 2 separate MDR reports. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).